Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had blurry vision and decentration of intraocular lens. The iol was exchanged for company lens model 1 month and 19 days after the initial implant procedure. The patient had to take acetazolamide, ddm 5 at prednisolone acetate ophthalmic suspension, no hospitalization was necessary due to the event. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a self-sealing blue non-company pouch placed inside a plastic bag. Viscoelastic and dried blood were observed on the lens. The lens was cleaned with klrp for further evaluation. The optic was cut from the edge to the optic center. The optic anterior was cracked and split from the line of cut damage into the optic center area. The anterior optic surface has several small cracks between the optic center and the edge. The optic anterior also had multiple scuff marks and scratches near the optic edge. The posterior optic surface was scratched and small gouge damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge, a monarch injector and a non-qualified viscoelastic were indicated. The root cause cannot be determined for the reported complaint. Each lens was subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re evaluated due to the optic damage. The company model (1.00 cylinder) 28.0 diopter (1.5 extended depth of focus) lens was removed and replaced with a company model (1.00 cylinder) 27.0 diopter lens. Due to the exchange of the company model for another company model, but one diopter less, this suggests that the replacement lens may have been an improved choice for the patients vision needs. Information was provided that after the lens exchange, the patient symptoms have resolved. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.